Event description:
The lay user/reporter contacted lifescan (lfs) in 2007 and alleged that the meter was reading inaccurately high. The patient tested at 8:00 a.m one day earlier and obtained a result of 120 mg/dl. She took her set amount of humalog on this day: 4 units in the morning, 6 units at noon, and 6 units with dinner. She ate a regular dinner of liver and onions, with no starches. A few minutes before 10:00 p.m., she became confused, cold, and sleepy. She had not had her dose of lantus insulin. Her daughter, who is a nurse, checked her blood glucose and the result was 88mg/dl. The patient was taken to the hospital immediately (no treatment was given), as the daughter was concerned she might be having a stroke. Her blood glucose was tested at 10:30 pm and the result was 56mg/dl. The patient was given orange juice, and she felt better soon after. No changes were made to her diet; however, the patient was advised to test her blood glucose more frequently. The patient was released the same evening. The comparison of the patient's meter to the hospital meter exceeds the expected value of <= 30% and/or <= 30mg/dl. The techniques for testing her blood glucose and for cleaning the puncture site were correct. The patient did not have control solution. This complaint is being reported, as the reporter alleged the meter gave an inaccurate reading that did not correlate with the patient's symptoms and because of the reading the reporter further claimed she delayed treating the hypoglycemic event. Additionally, the reported reading was out of specification when compared with the hospital meter reading. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.